Event description:
It was reported that the right atrial (ra) lead exhibited high and varying impedance measurements shortly after a generator change. A setscrew issue is suspected due to impedance measurements during manipulation of the pacemaker in the pocket. The patient is scheduled for a device/lead inspection and device re-positioning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.